Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test but rewind anomaly during the basic occlusion test due to protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to loose drive support disk. No failed battery test alert noted. Pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had crack at the top of reservoir. Rewind process was longer. The insulin pump had no delivery alarms. The insulin pump was rejected new batteries. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.